Manufacturer narrative:
Additional information added to a3, b2 and b5. B5: upon follow-up, it was reported that the cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The patient was treated with unspecified medication for the event (no further details). At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was unknown if the patient was hospitalized for the event. At the time of this report, the patient outcome was unknown. Action with pd therapy was not reported. No additional information is available.